Event description:
The contact stated that the customer's glucose readings had been too high when testing with her contour meter. She stated that the customer's blood glucose tested at 55 mg/dl on contour, and 28 mg/dl on the paramedic's meter (brand unk). The only other info provided about the event was that the customer was still in the hosp. Troubleshooting showed the meter and test strips to be operating as designed, but the meter is to be replaced at the contact's insistence. The meter will be returned to qa for evaluation.